Manufacturer narrative:
Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to multi system organ failure. Patient never left hospital after implant. Pump parameters were in normal range. Pump was functioning as intended.

Manufacturer narrative:
Manufacturer¿s investigation conclusion a direct relationship between the device and the reported multi organ failure and patient outcome could not be conclusively determined through this evaluation. Multiple attempts for additional information including serial number were issued to the customer; however, no further information was provided. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists organ failures as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.